Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt experienced a loss of motor function in his right leg and decreased left leg function due to a hematoma at the lead site. The pt was treated in the emergency room on (B)(6) 2014, where a CT scan showed the compressed cord. The surgeon evacuated a hematoma at the lead site and explanted the entire scs system. Follow up info identified the pt was released from the hosp and the hematoma has resolved and motor function has returned.